Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00267277-1-L1,,5/23/2025,5/5/2025,REDAPT Porous Acetabular Shell,REDAPT Porous Acetabular Shell,,,,,,K150790,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fourteen (14) hips underwent revision THA procedures between 01-Nov-2017 and 30-Nov-2023, using REDAPT Acetabular component. From these, one (1) patient required a re-revision surgery due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fourteen (14) hips underwent revision THA procedures between 01-Nov-2017 and 30-Nov-2023, using REDAPT Acetabular component. From these, two (2) hips were later re-revised due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2017 and 30-Nov-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Acetabular component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two (2) revision THA procedures with REDAPT Acetabular component have been performed in Germany between 01-Nov-2017 and 30-Nov-2023. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 6 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 15.4% (0.0%-32.9%) vs 13.4% (13.1%-13.6%) of the class.;o At 2nd postoperative year: 15.4% (0.0%-32.9%) vs 15.3% (15.0%-15.6%) of the class.;o At 3rd postoperative year: 15.4% (0.0%-32.9%) vs 16.5% (16.2%-16.8%) of the class.;o At 4th postoperative year: 15.4% (0.0%-32.9%) vs 17.5% (17.2%-17.8%) of the class.;o At 5th postoperative year: 15.4% (0.0%-32.9%) vs 18.3% (18.0%-18.7%) of the class.;o At 6th postoperative year: 15.4% (0.0%-32.9%) vs 19.1% (18.8%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00267277-1-L2,,5/23/2025,5/5/2025,REDAPT Porous Acetabular Shell,REDAPT Porous Acetabular Shell,,,,,,K150790,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fourteen (14) hips underwent revision THA procedures between 01-Nov-2017 and 30-Nov-2023, using REDAPT Acetabular component. From these, one (1) patient required a re-revision surgery due to other-unknown reasons. ","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fourteen (14) hips underwent revision THA procedures between 01-Nov-2017 and 30-Nov-2023, using REDAPT Acetabular component. From these, two (2) hips were later re-revised due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Nov-2017 and 30-Nov-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Acetabular component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two (2) revision THA procedures with REDAPT Acetabular component have been performed in Germany between 01-Nov-2017 and 30-Nov-2023. The cumulative re-revision rates for these components are comparable to other THA products (referred to as the class below) out to 6 years as determined by overlapping confidence intervals. These may be partially accounted for by the very low volume of implantations, leading to large confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 15.4% (0.0%-32.9%) vs 13.4% (13.1%-13.6%) of the class.;o At 2nd postoperative year: 15.4% (0.0%-32.9%) vs 15.3% (15.0%-15.6%) of the class.;o At 3rd postoperative year: 15.4% (0.0%-32.9%) vs 16.5% (16.2%-16.8%) of the class.;o At 4th postoperative year: 15.4% (0.0%-32.9%) vs 17.5% (17.2%-17.8%) of the class.;o At 5th postoperative year: 15.4% (0.0%-32.9%) vs 18.3% (18.0%-18.7%) of the class.;o At 6th postoperative year: 15.4% (0.0%-32.9%) vs 19.1% (18.8%-19.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00284514-1-L1,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty (20) hips underwent primary THA procedures between 01-Dec-2017 and 31-Dec-2023, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty (20) hips underwent primary THA procedures between 01-Dec-2017 and 31-Dec-2023, using a REDAPT Mono Sleeveless stem. From these, two (2) hips were later revised due to the following reasons: one (1) hip due to infection and one (1) hip due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2017 and 31-Dec-2023 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty (20) primary THA procedures with REDAPT Mono Sleeveless stem were performed in Germany between 01-Dec-2017 and 31-Dec-2023. The mean cumulative revision rate for REDAPT Mono Sleeveless stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=20) in comparison to the class (N= 484949 implantations).;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 10.0% (0.0%¿22.2%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 10.0% (0.0%¿22.2%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 3.6% (3.6%¿3.7%) of the class.;¿ At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.0% (3.9%¿4.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284514-1-L2,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty (20) hips underwent primary THA procedures between 01-Dec-2017 and 31-Dec-2023, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty (20) hips underwent primary THA procedures between 01-Dec-2017 and 31-Dec-2023, using a REDAPT Mono Sleeveless stem. From these, two (2) hips were later revised due to the following reasons: one (1) hip due to infection and one (1) hip due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2017 and 31-Dec-2023 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty (20) primary THA procedures with REDAPT Mono Sleeveless stem were performed in Germany between 01-Dec-2017 and 31-Dec-2023. The mean cumulative revision rate for REDAPT Mono Sleeveless stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=20) in comparison to the class (N= 484949 implantations).;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;¿ At 1st postoperative year: 10.0% (0.0%¿22.2%) vs 2.8% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 10.0% (0.0%¿22.2%) vs 3.2% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 10.0% (0.0%¿22.2%) vs 3.4% (3.4%¿3.5%) of the class.;¿ At 4th postoperative year: 10.0% (0.0%¿22.2%) vs 3.6% (3.6%¿3.7%) of the class.;¿ At 5th postoperative year: 10.0% (0.0%¿22.2%) vs 3.8% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 10.0% (0.0%¿22.2%) vs 4.0% (3.9%¿4.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L1,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L2,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L3,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L4,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L5,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L6,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L7,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L8,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L9,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L10,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L11,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L12,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L13,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L14,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L15,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to dislocation.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L16,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to malalignment.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L17,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to aseptic loosening .","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L18,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L19,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00284527-1-L20,,10/21/2025,7/30/2025,REDAPT Monolithic Revision Femoral System,REDAPT Sleeveless Revision Stem,,,,,,K151902,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, one (1) hip was later re-revised due to other-unknown reasons.","Reporting Quarter: 3 (Jul 1 - Sep 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of one hundred and seventy-eight (178) hips underwent revision THA procedures between 01-Apr-2017 and 31-Mar-2024, using a REDAPT Mono Sleeveless stem. From these, twenty (20) hips were later re-revised due to the following reasons: eight (8) hips due to infection, seven (7) hips due to dislocation, one (1) hip due to malalignment, one (1) hip due to aseptic loosening and three (3) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Apr-2017 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Mono Sleeveless stem presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and seventy-eight (178) THA re-revisions with REDAPT Mono Sleeveless stem were performed in Germany between 01-Apr-2017 and 31-Mar-2024. ;;The mean cumulative re-revision rate for REDAPT Mono Sleeveless Stems was in line with the class across 6 years of follow-up based on the overlapping confidence intervals. It should be noted that the confidence intervals for REDAPT Mono Sleeveless stems are wide due to small numbers of implantations (N=178) in comparison to the class (N= 70998 implantations).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;¿At 1st postoperative year: 10.9% (6.0%¿15.6%) vs 11.6% (11.4%¿11.9%) of the class.;¿At 2nd postoperative year: 12.8% (7.3%¿18.0%) vs 13.6% (13.3%¿13.8%) of the class.;¿At 3rd postoperative year: 12.8% (7.3%¿18.0%) vs 14.8% (14.5%¿15.1%) of the class.;¿At 4th postoperative year: 12.8% (7.3%¿18.0%) vs 15.8% (15.5%¿16.1%) of the class.;¿At 5th postoperative year: 12.8% (7.3%¿18.0%) vs 16.6% (16.3%¿16.9%) of the class.;¿At 6th postoperative year: 12.8% (7.3%¿18.0%) vs 17.4% (17.1%¿17.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L1,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L2,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L3,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L4,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L5,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L6,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L7,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L8,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L9,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L10,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L11,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L12,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L13,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L14,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L15,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L16,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L17,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L18,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L19,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L20,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L21,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L22,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L23,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L24,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L25,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L26,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L27,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L28,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L29,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L30,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L31,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L32,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L33,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L34,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L35,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L36,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L37,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L38,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L39,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L40,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L41,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L42,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L43,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L44,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L45,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L46,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L47,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L48,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L49,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L50,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L51,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L52,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L53,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L54,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L55,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L56,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L57,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L58,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L59,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L60,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L61,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L62,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L63,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L64,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L65,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L66,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L67,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L68,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L69,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L70,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L71,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L72,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L73,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L74,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L75,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L76,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L77,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L78,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L79,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L80,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L81,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L82,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L83,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L84,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L85,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L86,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L87,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L88,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L89,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L90,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L91,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L92,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L93,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L94,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L95,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L96,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L97,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L98,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L99,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L100,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L101,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L102,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L103,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L104,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L105,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L106,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L107,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L108,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L109,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L110,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L111,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L112,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L113,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L114,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L115,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L116,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L117,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L118,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L119,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L120,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L121,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L122,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L123,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L124,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L125,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L126,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L127,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L128,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L129,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L130,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L131,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L132,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L133,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L134,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L135,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L136,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L137,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L138,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L139,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L140,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L141,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L142,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L143,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L144,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L145,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L146,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L147,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L148,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L149,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L150,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L151,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L152,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L153,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L154,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L155,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L156,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L157,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L158,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L159,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L160,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L161,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L162,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L163,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L164,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L165,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L166,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L167,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L168,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L169,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L170,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L171,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L172,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L173,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L174,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L175,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L176,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L177,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L178,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L179,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L180,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L181,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L182,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L183,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L184,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L185,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L186,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L187,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L188,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L189,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L190,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L191,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L192,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L193,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L194,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L195,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L196,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L197,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L198,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L199,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L200,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L201,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L202,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L203,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L204,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L205,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L206,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L207,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L208,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L209,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L210,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L211,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L212,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L213,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L214,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L215,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L216,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L217,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L218,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L219,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L220,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L221,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L222,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L223,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L224,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L225,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L226,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L227,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L228,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L229,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L230,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L231,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L232,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L233,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L234,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L235,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L236,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L237,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L238,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L239,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to wear.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L240,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to wear.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L241,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to wear.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L242,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L243,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L244,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L245,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L246,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L247,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L248,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L249,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L250,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L251,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L252,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L253,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L254,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L255,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L256,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L257,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L258,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L259,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L260,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L261,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L262,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L263,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L264,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L265,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L266,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L267,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L268,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L269,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L270,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L271,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L272,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L273,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L274,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L275,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L276,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L277,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L278,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L279,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L280,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L281,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L282,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L283,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L284,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L285,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L286,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L287,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L288,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L289,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L290,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L291,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L292,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L293,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L294,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L295,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L296,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L297,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L298,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L299,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L300,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L301,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L302,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L303,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L304,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L305,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L306,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L307,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L308,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L309,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L310,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310777-1-L311,,4/23/2026,2/10/2026,Oxinium Femoral Head,Oxinium Femoral Head,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 using Oxinium Femoral Head. From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures between 01-Feb-2014 and 31-Mar-2025 in which a Oxinium Femoral Head was implanted. Of these, three hundred and eleven (311) hips required re-revision due to the following reasons: one hundred thirty eight (138) hips due to infection, forty one (41) hips due to dislocation/instability, eleven (11) hips due to peri prosthetic fracture, two (2) hips due to malposition/malalignment, forty six (46) hips due to aseptic loosening, three (3) hips due to wear, and seventy (70) hips due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2014 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Head presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand nine hundred and fifty-eight (1,958) hips underwent revision hip procedures in which a Oxinium Femoral Head was implanted in Germany between 01-Feb-2014 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 13.1% (11.6%¿14.6%) vs 11.9% (11.7%¿12.1%) of the class.;-At 2nd postoperative year: 14.6% (13.0%¿16.2%) vs 13.9% (13.6%¿14.1%) of the class.;-At 3rd postoperative year: 15.7% (13.9%¿17.3%) vs 15.1% (14.8%¿15.4%) of the class.;-At 4th postoperative year: 17.5% (15.6%¿19.4%) vs 16.1% (15.8%¿16.4%) of the class.;-At 5th postoperative year: 18.5% (16.4%¿20.5%) vs 16.9% (16.6%¿17.2%) of the class.;-At 7th postoperative year: 20.1% (17.7%¿22.3%) vs 18.4% (18.1%¿18.8%) of the class.;-At 9th postoperative year: 20.5% (18.0%¿22.8%) vs 19.8% (19.3%¿20.2%) of the class.;-At 10th postoperative year: 20.5% (18.0%¿22.8%) vs 20.5% (20.0%¿21.0%) of the class.;By observing the cumulative re revision rates above, it can be concluded that there is no statistically significant difference between the Oxinium Femoral Head and the hip revision procedures class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L1,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L2,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L3,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L4,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L5,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L6,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L7,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L8,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L9,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L10,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L11,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L12,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L13,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L14,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L15,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L16,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L17,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L18,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L19,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L20,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L21,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L22,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L23,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L24,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L25,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L26,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L27,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L28,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L29,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L30,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L31,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L32,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L33,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L34,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L35,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L36,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L37,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L38,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L39,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L40,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L41,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L42,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L43,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L44,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L45,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L46,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L47,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L48,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L49,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L50,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L51,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L52,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L53,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L54,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L55,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L56,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L57,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L58,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L59,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L60,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L61,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L62,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L63,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L64,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L65,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L66,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L67,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L68,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L69,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L70,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L71,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L72,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L73,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L74,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L75,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L76,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L77,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L78,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L79,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L80,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L81,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L82,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L83,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L84,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L85,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L86,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L87,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L88,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L89,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L90,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L91,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L92,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L93,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L94,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L95,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L96,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L97,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L98,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L99,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L100,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L101,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L102,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L103,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L104,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L105,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L106,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L107,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L108,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L109,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L110,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L111,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L112,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L113,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L114,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L115,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L116,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L117,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L118,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L119,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L120,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L121,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L122,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L123,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L124,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L125,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L126,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L127,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L128,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L129,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L130,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L131,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L132,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L133,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L134,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L135,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L136,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L137,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L138,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L139,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L140,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L141,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L142,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L143,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L144,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L145,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L146,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L147,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L148,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L149,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L150,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L151,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L152,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L153,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L154,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L155,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L156,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L157,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L158,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L159,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L160,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L161,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L162,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L163,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L164,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L165,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L166,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L167,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L168,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L169,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L170,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L171,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L172,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L173,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L174,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L175,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L176,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L177,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L178,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L179,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L180,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L181,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L182,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L183,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L184,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L185,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L186,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L187,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L188,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L189,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L190,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L191,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L192,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L193,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L194,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L195,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L196,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L197,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L198,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L199,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L200,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L201,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L202,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L203,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L204,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L205,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L206,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L207,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L208,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L209,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L210,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L211,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L212,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L213,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L214,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L215,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L216,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L217,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L218,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L219,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L220,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L221,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L222,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L223,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L224,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L225,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L226,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L227,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L228,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L229,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L230,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L231,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L232,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L233,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L234,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L235,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L236,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L237,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L238,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L239,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L240,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L241,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L242,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L243,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L244,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L245,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L246,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L247,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L248,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L249,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L250,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L251,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L252,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L253,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L254,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L255,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L256,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L257,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L258,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L259,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L260,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L261,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L262,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L263,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L264,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L265,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L266,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L267,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L268,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L269,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L270,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L271,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L272,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L273,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L274,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L275,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L276,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L277,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L278,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L279,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L280,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L281,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L282,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L283,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L284,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L285,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L286,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L287,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L288,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L289,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L290,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L291,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L292,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L293,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L294,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L295,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L296,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L297,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L298,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L299,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L300,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L301,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L302,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L303,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L304,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L305,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L306,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L307,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L308,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L309,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L310,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L311,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L312,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L313,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L314,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L315,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L316,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L317,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L318,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L319,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L320,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L321,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L322,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L323,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L324,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L325,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L326,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L327,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L328,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L329,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L330,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L331,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L332,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L333,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L334,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L335,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L336,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L337,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L338,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L339,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L340,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L341,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L342,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L343,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L344,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L345,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L346,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L347,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L348,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L349,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L350,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L351,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L352,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L353,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L354,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L355,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L356,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L357,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L358,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L359,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L360,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L361,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L362,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L363,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L364,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L365,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L366,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L367,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L368,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L369,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L370,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L371,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L372,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L373,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L374,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L375,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L376,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L377,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L378,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L379,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L380,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L381,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L382,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L383,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L384,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L385,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L386,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L387,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L388,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L389,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L390,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L391,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L392,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L393,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L394,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L395,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L396,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L397,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L398,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L399,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L400,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L401,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L402,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L403,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L404,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L405,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L406,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L407,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L408,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L409,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L410,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L411,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L412,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L413,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L414,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L415,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L416,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L417,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L418,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L419,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L420,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L421,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L422,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L423,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L424,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L425,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L426,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L427,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L428,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L429,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L430,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L431,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L432,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L433,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L434,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L435,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L436,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L437,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L438,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L439,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L440,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L441,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L442,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L443,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L444,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L445,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L446,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L447,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L448,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L449,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L450,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L451,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L452,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L453,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L454,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L455,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L456,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L457,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L458,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L459,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L460,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L461,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L462,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L463,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L464,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L465,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L466,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L467,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L468,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L469,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L470,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L471,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L472,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L473,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L474,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L475,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L476,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L477,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L478,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L479,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L480,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L481,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L482,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L483,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L484,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L485,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L486,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L487,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L488,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L489,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L490,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L491,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L492,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L493,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L494,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L495,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L496,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L497,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L498,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L499,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L500,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L501,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L502,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L503,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L504,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L505,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L506,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L507,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L508,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L509,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L510,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L511,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L512,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L513,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L514,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L515,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L516,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L517,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L518,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L519,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L520,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L521,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L522,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L523,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L524,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L525,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L526,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L527,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L528,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L529,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L530,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L531,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L532,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L533,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L534,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L535,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L536,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L537,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L538,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L539,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L540,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L541,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L542,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L543,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L544,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L545,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L546,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L547,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L548,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L549,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L550,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L551,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L552,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L553,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L554,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L555,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L556,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L557,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L558,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L559,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L560,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L561,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L562,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L563,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L564,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L565,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L566,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L567,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L568,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L569,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L570,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L571,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L572,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L573,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L574,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L575,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L576,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L577,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L578,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L579,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L580,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L581,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L582,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L583,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L584,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L585,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L586,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L587,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L588,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L589,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L590,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L591,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L592,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L593,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L594,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L595,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L596,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L597,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L598,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L599,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L600,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L601,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L602,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L603,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L604,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L605,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L606,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L607,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L608,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L609,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L610,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L611,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L612,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L613,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L614,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L615,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L616,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L617,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L618,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L619,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L620,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L621,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L622,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L623,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L624,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L625,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L626,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L627,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L628,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L629,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L630,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L631,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L632,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L633,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L634,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L635,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L636,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L637,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L638,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L639,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L640,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L641,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L642,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L643,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L644,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L645,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L646,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L647,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L648,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L649,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L650,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L651,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L652,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L653,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L654,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L655,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L656,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L657,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L658,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L659,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L660,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L661,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L662,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L663,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L664,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L665,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L666,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L667,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L668,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L669,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L670,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L671,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L672,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L673,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L674,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L675,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L676,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L677,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L678,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L679,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L680,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L681,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L682,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L683,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L684,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L685,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L686,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L687,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L688,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L689,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L690,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L691,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L692,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L693,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L694,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L695,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L696,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L697,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L698,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L699,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L700,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L701,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L702,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L703,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L704,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L705,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L706,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L707,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L708,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L709,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L710,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L711,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L712,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L713,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L714,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L715,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L716,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L717,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L718,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L719,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L720,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L721,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L722,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L723,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L724,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L725,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L726,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L727,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L728,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L729,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L730,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L731,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L732,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L733,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L734,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L735,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L736,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L737,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L738,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L739,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L740,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L741,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L742,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L743,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L744,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L745,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L746,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L747,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L748,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L749,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L750,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L751,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L752,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L753,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L754,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L755,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L756,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L757,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L758,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L759,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L760,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L761,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L762,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L763,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L764,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L765,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L766,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L767,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L768,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L769,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L770,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L771,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L772,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L773,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L774,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L775,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L776,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00310853-1-L777,,4/23/2026,2/10/2026,Femoral Heads,Oxinium Femoral Head ,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, one (1) hip was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of twenty thousand one hundred thirty-six (20,136) hips underwent primary hip procedures between 01-Nov-2013 and 31-Mar-2025, using a Oxinium Femoral Head. From these, seven hundred seventy-seven (777) hips were later revised due to the following complications: one hundred and seventy-one (171) hips due to infection, one hundred (100) hips due to dislocation/instability, ninety-six (96) hips due to periprosthetic fracture, eighteen (18) hips due to malposition/malalignment, eighty-two (82) hips due to aseptic loosening, twenty-eight (28) hips due to wear, two hundred eighty?two (282) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 01-Nov-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Oxinium Femoral Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty thousand one hundred thirty-six (20,136) primary hip procedures using a Oxinium Femoral Head were performed in Germany between 01-Nov-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other hip products (referred to as ¿the class¿ below) out to 9 or 10 years of follow-up as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;1. Elective THA with Cementless Stems (Oxinium femoral components used in 16,451 hips vs 506,058 procedures listed for the class. 625 revisions reported).;;-At 1st postoperative year: 2.9% (2.7%¿3.2%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 3.5% (3.2%¿3.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.1% (3.7%¿4.4%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 4.8% (4.4%¿5.3%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 5.3% (4.7%¿5.8%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 5.3% (4.7%¿5.8%) vs 4.7% (4.6%¿4.9%) of the class.;;2. Elective THA with Cemented Stems (Oxinium femoral components used in 2,126 hips vs 140,337 procedures listed for the class. 69 revisions reported).;;-At 1st postoperative year: 2.6% (1.9%¿3.3%) vs 2.4% (2.4%¿2.5%) of the class.;-At 2nd postoperative year: 3.2% (2.4%¿4.0%) vs 2.8% (2.7%¿2.9%) of the class.;-At 3rd postoperative year: 3.5% (2.6%¿4.3%) vs 3.0% (2.9%¿3.1%) of the class.;-At 4th postoperative year: 3.7% (2.8%¿4.6%) vs 3.2% (3.1%¿3.3%) of the class.;-At 5th postoperative year: 3.7% (2.8%¿4.6%) vs 3.5% (3.3%¿3.6%) of the class.;-At 7th postoperative year: 3.9% (2.9%¿4.9%) vs 3.9% (3.8%¿4.0%) of the class.;-At 9th postoperative year: 3.9% (2.9%¿4.9%) vs 4.3% (4.2%¿4.5%) of the class.;-At 10th postoperative year: 3.9% (2.9%¿4.9%) vs 4.6% (4.4%¿4.8%) of the class.;;3. THA for PF-Fracture (Oxinium femoral components used in 838 hips vs 42,212 procedures listed for the class. 50 revisions reported).;;-At 1st postoperative year: 5.3% (3.8%¿6.9%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 6.1% (4.3%¿7.7%) vs 6.6% (6.4%¿6.9%) of the class.;-At 3rd postoperative year: 6.3% (4.5%¿8.1%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 6.6% (4.8%¿8.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 6.6% (4.8%¿8.5%) vs 7.7% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 8.0% (4.7%¿11.2%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 8.0% (4.7%¿11.2%) vs 8.8% (8.3%¿9.2%) of the class.;;4. Hemiarthroplasty (Oxinium femoral components used in 721 hips vs 92,244 procedures listed for the class. 33 revisions reported).;;-At 1st postoperative year: 4.6% (3.0%¿6.2%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 5.2% (3.4%¿6.9%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 5.6% (3.6%¿7.6%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 5.6% (3.6%¿7.6%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 5.6% (3.6%¿7.6%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 5.6% (3.6%¿7.6%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 5.6% (3.6%¿7.6%) vs 6.0% (5.7%¿6.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267277-1-L3,,4/23/2026,3/4/2026,REDAPT Porous Acetabular Shell,REDAPT Porous Acetabular Shell,,,,,,K150790,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fourteen (14) hips underwent revision THA procedures between 01-Nov-2017 and 28-Feb-2025, using a REDAPT Porous Acetabular Shell. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of twenty-two (22) hips underwent revision THR between 01-Nov-2017 and 28-Feb-2025 in which a REDAPT Porous Acetabular Shell was implanted. Of these, four (4) hips required re-revision due to the following reasons: one (1) hip due to infection, one (1) due to dislocation/instability, and two (2) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2017 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of twenty-two (22) hips underwent revision THR in which a REDAPT Porous Acetabular Shell was implanted in Germany between 01-Nov-2017 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 20.0% (0.3%¿35.8%) vs 12.9% (12.7%¿13.1%) of the class;-At 2nd postoperative year: 20.0% (0.3%¿35.8%) vs 14.9% (14.6%¿15.2%) of the class;-At 3rd postoperative year: 20.0% (0.3%¿35.8%) vs 16.1% (15.9%¿16.4%) of the class;-At 4th postoperative year: 20.0% (0.3%¿35.8%) vs 17.1% (16.9%¿17.4%) of the class;-At 5th postoperative year: 20.0% (0.3%¿35.8%) vs 17.9% (17.6%¿18.2%) of the class;-At 7th postoperative year: 20.0% (0.3%¿35.8%) vs 19.4% (19.1%¿19.8%) of the class;-At 9th postoperative year: 20.0% (0.3%¿35.8%) vs 20.8% (20.3%¿21.2%) of the class;-At 10th postoperative year: 20.0% (0.3%¿35.8%) vs 21.5% (21.0%¿22.0%) of the class;By observing the cumulative re?revision rates above, it can be determined that there is no statistically significant difference between the re?revision rates for the REDAPT Porous Acetabular Shell and the revision THR class, as determined by overlapping 95% confidence intervals at all assessed postoperative timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00267277-1-L4,,4/23/2026,3/4/2026,REDAPT Porous Acetabular Shell,REDAPT Porous Acetabular Shell,,,,,,K150790,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fourteen (14) hips underwent revision THA procedures between 01-Nov-2017 and 28-Feb-2025, using a REDAPT Porous Acetabular Shell. From these, one (1) patient required a re-revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of twenty-two (22) hips underwent revision THR between 01-Nov-2017 and 28-Feb-2025 in which a REDAPT Porous Acetabular Shell was implanted. Of these, four (4) hips required re-revision due to the following reasons: one (1) hip due to infection, one (1) due to dislocation/instability, and two (2) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Nov-2017 and 28-Feb-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the REDAPT Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of twenty-two (22) hips underwent revision THR in which a REDAPT Porous Acetabular Shell was implanted in Germany between 01-Nov-2017 and 28-Feb-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 20.0% (0.3%¿35.8%) vs 12.9% (12.7%¿13.1%) of the class;-At 2nd postoperative year: 20.0% (0.3%¿35.8%) vs 14.9% (14.6%¿15.2%) of the class;-At 3rd postoperative year: 20.0% (0.3%¿35.8%) vs 16.1% (15.9%¿16.4%) of the class;-At 4th postoperative year: 20.0% (0.3%¿35.8%) vs 17.1% (16.9%¿17.4%) of the class;-At 5th postoperative year: 20.0% (0.3%¿35.8%) vs 17.9% (17.6%¿18.2%) of the class;-At 7th postoperative year: 20.0% (0.3%¿35.8%) vs 19.4% (19.1%¿19.8%) of the class;-At 9th postoperative year: 20.0% (0.3%¿35.8%) vs 20.8% (20.3%¿21.2%) of the class;-At 10th postoperative year: 20.0% (0.3%¿35.8%) vs 21.5% (21.0%¿22.0%) of the class;By observing the cumulative re?revision rates above, it can be determined that there is no statistically significant difference between the re?revision rates for the REDAPT Porous Acetabular Shell and the revision THR class, as determined by overlapping 95% confidence intervals at all assessed postoperative timepoints.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF FOURTEEN (14) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN (B)(6) 2017 AND (B)(6) 2023, USING REDAPT ACETABULAR COMPONENT. FROM THESE, TWO (2) HIPS WERE LATER RE-REVISED DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2017 AND (B)(6) 2023 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE REDAPT ACETABULAR COMPONENT PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF TWO (2) REVISION THA PROCEDURES WITH REDAPT ACETABULAR COMPONENT HAVE BEEN PERFORMED IN GERMANY BETWEEN (B)(6) 2017 AND (B)(6) 2023. THE CUMULATIVE RE-REVISION RATES FOR THESE COMPONENTS ARE COMPARABLE TO OTHER THA PRODUCTS (REFERRED TO AS THE CLASS BELOW) OUT TO 6 YEARS AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. THESE MAY BE PARTIALLY ACCOUNTED FOR BY THE VERY LOW VOLUME OF IMPLANTATIONS, LEADING TO LARGE CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE RE-REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 15.4% (0.0%-32.9%) VS 13.4% (13.1%-13.6%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 15.4% (0.0%-32.9%) VS 15.3% (15.0%-15.6%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 15.4% (0.0%-32.9%) VS 16.5% (16.2%-16.8%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 15.4% (0.0%-32.9%) VS 17.5% (17.2%-17.8%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 15.4% (0.0%-32.9%) VS 18.3% (18.0%-18.7%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 15.4% (0.0%-32.9%) VS 19.1% (18.8%-19.4%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF FOURTEEN (14) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN (B)(6) 2017 AND (B)(6) 2023, USING REDAPT ACETABULAR COMPONENT. FROM THESE, TWO (2) HIPS WERE LATER RE-REVISED DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2017 AND (B)(6) 2023 IN GERMANY.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - REDAPT MONO SLEEVELESS STEM COMPONENTS: IMPLANTED IN TWENTY (20) HIPS BETWEEN 01-DEC-2017 AND 31-DEC-2023. FROM THESE, TWO (2) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION AND ONE (1) HIP DUE TO OTHER- UNKNOWN REASONS. 2. REVISION THA PROCEDURES: - REDAPT ACETABULAR COMPONENTS: IMPLANTED IN FOURTEEN (14) HIPS BETWEEN 01-NOV-2017 AND 30-NOV-2023. FROM THESE, TWO (2) HIPS WERE LATER RE-REVISED DUE TO OTHER-UNKNOWN REASONS. - REDAPT MONO SLEEVELESS STEM COMPONENTS: IMPLANTED IN ONE HUNDRED AND SEVENTY-EIGHT (178) HIPS BETWEEN 01-APR-2017 AND 31-MAR-2024. FROM THESE, TWENTY (20) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: EIGHT (8) HIPS DUE TO INFECTION, SEVEN (7) HIPS DUE TO DISLOCATION, ONE (1) HIP DUE TO MALALIGNMENT, ONE (1) HIP DUE TO ASEPTIC LOOSENING AND THREE (3) HIPS DUE TO OTHER-UNKNOWN REASONS. ALTOGETHER, A TOTAL QUANTITY OF TWO (2) REVISIONS AND TWENTY-TWO (22) RE-REVISIONS HAVE BEEN REPORTED IN THE EPRD FOR THE REDAPT MONO SLEEVELESS STEM COMPONENTS, AND REDAPT ACETABULAR COMPONENTS RESULTING IN A TOTAL OF 24 EVENTS SUMMARIZED THROUGH THIS 3500A FORM.

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 72 YEARS TO 73), B5 (EVENT NARRATIVE), D1 (¿REDAPT ACETABULAR COMPONENT¿ REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 24), H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00943 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 1020279, DATA SOURCE: ENDOPROTHESENREGISTER (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: LZO. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON 23-MAY-2025: CASE-2025-00284514-1 (L1-L2) AND CASE-2025-00284527-1 (L1-L20). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER ¿CORRECTED DATA¿, THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON 23-MAY-2025 REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - REDAPT MONO SLEEVELESS STEM COMPONENTS: IMPLANTED IN TWENTY (20) HIPS BETWEEN 01-DEC-2017 AND 31-DEC-2023. FROM THESE, TWO (2) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION AND ONE (1) HIP DUE TO OTHER- UNKNOWN REASONS. 2. REVISION THA PROCEDURES: - REDAPT ACETABULAR COMPONENTS: IMPLANTED IN FOURTEEN (14) HIPS BETWEEN 01-NOV-2017 AND 30-NOV-2023. FROM THESE, TWO (2) HIPS WERE LATER RE-REVISED DUE TO OTHER-UNKNOWN REASONS. - REDAPT MONO SLEEVELESS STEM COMPONENTS: IMPLANTED IN ONE HUNDRED AND SEVENTY-EIGHT (178) HIPS BETWEEN 01-APR-2017 AND 31-MAR-2024. FROM THESE, TWENTY (20) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: EIGHT (8) HIPS DUE TO INFECTION, SEVEN (7) HIPS DUE TO DISLOCATION, ONE (1) HIP DUE TO MALALIGNMENT, ONE (1) HIP DUE TO ASEPTIC LOOSENING AND THREE (3) HIPS DUE TO OTHER-UNKNOWN REASONS. ALTOGETHER, A TOTAL QUANTITY OF TWO (2) REVISIONS AND TWENTY-TWO (22) RE-REVISIONS HAVE BEEN REPORTED IN THE EPRD FOR THE REDAPT MONO SLEEVELESS STEM COMPONENTS, AND REDAPT ACETABULAR COMPONENTS RESULTING IN A TOTAL OF 24 EVENTS SUMMARIZED THROUGH THIS 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE REDAPT REVISION ACETABULAR SYSTEM AND THE REDAPT MONOLITHIC REVISION FEMORAL SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENTS WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EPRD REPORTS THAT FOR THE REDAPT MONO SLEEVELESS STEM COMPONENTS A TOTAL OF 20 PRIMARY THA WERE CAPTURED. THE MEAN CUMULATIVE REVISION RATE FOR REDAPT MONOLITHIC SLEEVELESS STEMS WAS IN LINE WITH THE CLASS DURING ELECTIVE PRIMARY THA IN THE EPRD ACROSS 6 YEARS OF FOLLOW-UP BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. HOWEVER, IT SHOULD BE NOTED THAT THE CONFIDENCE INTERVALS FOR REDAPT ARE WIDE DUE TO SMALL NUMBERS OF IMPLANTATIONS. FOR REVISION THA, A TOTAL OF 178 IMPLANTATIONS WERE CAPTURED. THE MEAN CUMULATIVE RE-REVISION RATE FOR REDAPT MONOLITHIC SLEEVELESS STEMS WAS IN LINE WITH THE CLASS ACROSS 6 YEARS OF FOLLOW-UP BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. FOR THE REDAPT ACETABULAR COMPONENTS, THE CUMULATIVE RE-REVISION RATES FOR THESE COMPONENTS ARE COMPARABLE TO OTHER THA PRODUCTS OUT TO 6 YEARS OF FOLLOW-UP AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.